Event description:
It was reported that during a laparoscopic donor nephrectomy, the device fired properly the first time but after it was reloaded it jammed. A new device was opened and it cut but fired an incomplete staple line. Due to excess bleeding the procedure was converted to open. No additional information is available at this time.